Manufacturer narrative:
The device in question was returned to the manufacturer on february 3,2025. This information is reflected in section d9. Should relevant additional information investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
It is unknown if the device will be returned to the manufacturing site for investigation. In the event the device returns and relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. Cross reference complaint ID: (B)(4). Cross reference complaint ID: (B)(4). Cross reference complaint ID: (B)(4). Cross reference complaint ID: (B)(4). This event is filed under internal complaint ID (B)(4).

Event description:
It was reported on january 06, 2025 the collar is falling off the light cable, there is no information that the event caused a harm or serious injury to patient, user or third. Cross reference MDR: 9610617-2025-00070. Cross reference MDR: 9610617-2025-00072. Cross reference MDR: 9610617-2025-00073. Cross reference MDR: 9610617-2025-00075.

Manufacturer narrative:
Per investigation by the manufacturing site: the cable was delivered to us without the knurled cap or the large, slotted nut that goes with it. No mechanical damage can be seen around the large, slotted nut's thread. Corrosion can be seen around the internal retaining screws, which may have been caused by residual moisture after the clinical treatment. Furthermore, there is a kink in the hose. It is possible that the kink in the hose was caused by mechanical overload. The outer silicone sheath is not damaged and is intact. It is possible that the outer slotted nut came loose by itself through use or a possible impact, and that this is why the cable could suddenly come loose. This event is filed under internal complaint ID: (B)(4).